Event description:
It was reported that the pump had a syringe plunger sensor error and as the syringe went in, it was making a noise. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was chipped front corner. Error history log review found a plunger not in place alarm. The root cause of the reported issue was found to be when the plunger was tight against the pump one of the flippers was up during start-up and the plunger head was loose. The pump making noise was from no grease on the plunger tube. Actions were taken to mitigate the reported issue: tightened down screws on carriage for loose plunger head. Added light grease to the plunger tube.